Event description:
Additional information was obtained that the patient is doing better and has recovered.

Event description:
It was reported that the patient experienced a hypo-pharyngeal laceration suspected from intubation and is on feeding tube.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.